Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspections revealed no anomalies as the lead and tip appeared normal. The allegation against the lead was not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.